Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had pain at the ipg site. Symptoms were swelling and tender. It was also noted that the physician prescribed the patient antibiotics just to be safe.

Manufacturer narrative:
Additional information was received that the patient's swelling was normal per physician. The patient was reportedly doing well.

Event description:
A report was received that the patient had pain at the ipg site. Symptoms were swelling and tender. It was also noted that the physician prescribed the patient antibiotics just to be safe.